Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while charging the pump battery, the pump shut off unexpectedly. Customer confirmed pump display turned on after pump was unplugged/re-plugged into a power source. Customer¿s blood glucose level was 180 mg/dl. Customer continued to use pump for insulin therapy.